Event description:
It was reported that an inflatable penile prosthesis device was removed due to an unspecified reason on an unknown date. A 20cmx12mm spectra penile prosthesis was implanted on (B)(6) 2018 . Boston scientific has been unable to obtain additional information regarding the circumstances.

Manufacturer narrative:
Device evaluation the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that an inflatable penile prosthesis device was removed due to an unspecified reason on an unknown date. A 20cmx12mm spectra penile prosthesis was implanted on (B)(6) 2018.